Event description:
It was reported that during treatment of an av fistula with a presidio 18 (9 x33), the system ready light could not be seen after 12 coils had been detached successfully using the same box and cable, and a presidio 18 (13 x 43) had resistance and jammed while being introduced into the non-codman microcatehter, and was significantly mangled. Analysis revealed that the coil had prematurely detached. It was reported that with the first device, a pre-deployment electrical check had been performed and the system ready light illuminated. There was no report of injury or intervention required.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unit (dpu failed electrical testing. The detachment fiber did not receive head and melt. Manipulation of the resistive coil produced resistance readings outside electrical specifications. The dpu failed electrical testing most likely at the resistive heading coil. Therefore, the most likely root cause of the enpower¿s detachment control box (dcb) system go light¿s failure to illuminate was due to a fractured solder joint. The circumstances of how and when this occurred cannot be determined. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.